Event description:
Novasure ablation in 2013 due to extremely cyclic pain and heavy bleeding. Previous tubal litigation in 2007, which should have excluded me from having the ablation. Bleeding stopped (spotting only) with ablation and all was good until 2015, again I was hit with painful cyclic pain and heavier spotting. This would occur every few months. On (B)(6) 2018 had cyclic pain and more bleeding, then nothing until (B)(6) 2019, when I had heavier spotting and extreme pain. On (B)(6) 2019 I awakened to bleeding and extreme pain in my pelvic area more on the left side. Pain continues to get worse until I have no other alternative than to go to the emergency room due to extreme labor like pains that affected my lower back, pelvic area more on the left side and my left hip and leg area. Was given morphine which only dulled the pain. Was released and pain continued for 3 days and brownish spotting for moe than a week. FDA safety report ID # (B)(4).